Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user encountered an ¿unable to proceed¿ alert while changing the insulin cartridge, with subsequent alerts consistent with a motor stall and an out-of-drug condition; after a restart, a dry run completed successfully, and the user was advised to replace all supplies, though she lacked new connectors and had been reusing one, and her blood glucose was 295 mg/dl with plans to contact her healthcare provider for backup therapy. Symptoms included hyperglycemia. Outcomes included a minor illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical jam involving the motor, with findings indicating an assembly problem; replacement connectors were shipped and education was provided. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.